Event description:
It was reported that during the process of turning the patient, the clamp on the anchorfast oral endotracheal tube fastener snapped away from the sliding part. The patient was extubated as a result and had no spontaneous respirations. Re-intubation was required. The anchorfast had been in place for approximately 1 hour at the time of the breakage. It was stated that the user did not believe that an excessive amount of pressure was put on the device. The patient was said to have required an additional 8 to 10 hours of intubation time.

Manufacturer narrative:
We are unable to determine the cause of the anchorfast clamp breakage and resulting extubation. There are many factors that could cause the clamp to break. Without the actual device or pictures of the actual device, we are not able to determine the cause. In addition, a review of the device history record revealed that all parameters and test data were within specification requirements. No adverse product performance trending has been observed. Data will continue to be monitored. This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.